Event description:
Our rep is reporting the following to us: during a rotator cuff repair with the use of a healix peek knotless anchor for fixation. The surgeon deployed the anchor into the bone hole; however, when attempting to retrieve the inserter, the handle of the inserter came off or broke. Dr. Used pliers to pull out the inserter shaft and the anchor came out of the bone hole along with the inserter shaft. At this point, the surgeon went open for remedy; however, the rep is reporting that this was not due to the failings of the healix anchors, but rather that it was a difficult case: bad tissue, not great bone quality.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device has not been returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes (B)(4) complaint system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device be received at some point in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented.

Event description:
Our rep is reporting the following to us: during a rotator cuff repair with the use of a healix peek knotless anchor for fixation. The surgeon deployed the anchor into the bone hole; however when attempting to retrieve the inserter, the handle of the inserter came off or broke. Dr. Used pliers to pull out the inserter shaft and the anchor came out of the bone hole along with the inserter shaft. At this point, the surgeon went open for remedy; however, the rep is reporting that this was not due to the failings of the healix anchors, but rather that it was a difficult case: bad tissue, not great bone quality.